Event description:
A customer reported that a falsely elevated free light chains, type lambda result was obtained on a patient sample on an atellica neph 630 system using n latex flc lambda reagent. The erroneous result was not reported as the patient had a previously known lower flc lambda result. Two new samples from the patient were run for flc lambda on two separate dates after the date of the event, and the results recovered lower. The lower flc lambda results were considered to be the correct results for this patient. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated flc lambda result.

Manufacturer narrative:
An outside of the united states (ous) contacted a siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer's site. The following service actions were performed: the external filter was replaced, a temperature check was performed, the pumps were adjusted, and the wash station and mixing efficiency were checked. A precision check was run and recovered in range. Out of range quality control (qc) recoveries occurred in the timeframe of the event. Calibration curves and sample kinetics showed no issues. There is no indication for a general performance issue with the affected reagent lot. No hardware or reagent issue was identified. The cause of the event could not be identified. The reagent is performing according to specifications. No further evaluation of this device is required. The n latex flc lambda reagent is marketed in the united states under material number (B)(6). The 510(k) number documented in section g4 is for this product.